Manufacturer narrative:
Device was used for treatment, not diagnosis. Arlet. V, marchesi. D, aebi. M (1998) correction of adolescent idiopathic thoracic scoliosis with a new type of offset apical instrumentation: preliminary results. Journal of spinal disorders. Vol 11, no. 5, pp 404-409. This report is for unknown uss construct/unknown quantity/unknown lot. Additional product codes: mni, mnh, kwp and kwq. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; arlet. V, marchesi. D, aebi. M (1998) correction of adolescent idiopathic thoracic scoliosis with a new type of offset apical instrumentation: preliminary results. Journal of spinal disorders. Vol 11, no. 5, pp 404-409. The purpose of this study was to report on the new type of off-set apical instrumentation used in correction of adolescent idiopathic thoracic scoliosis. 20 patients were operated on using ao universal spine system (uss, synthes), identical technique was used on all patients. Sixteen patients were females and 4 were males (average age: 15.3 years). Neither anterior release nor costectomy was done in any of the study patients, all fusions were performed with facetectomies and decortication before insertion of the rod. There were no hardware loosening, no hook dislodgement, and no infection during the follow-up period. There were no cases of spinal decompensation. This report refers to complications in one patient; rod had to be removed in due to pain over the hooks, the fusion was found to be solid at the reoperation and there was no modification of the instrumentation at the last follow-up. This is report 1 of 1 for (B)(4). This report is for an unknown uss construct, unknown lot.